Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free (surgery)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("throbbing pain in head-yes"), abdominal distension ("bloating"), pelvic pain ("pain") and gait inability ("unable to walk "). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, headache, pelvic pain and gait inability outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, gait inability, headache, medical device removal and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event pain and unable to walk. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), headache ("throbbing pain in head-yes"), abdominal distension ("bloating"), pelvic pain ("pain"), gait inability ("unable to walk ") and alopecia ("hair loss"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, headache, pelvic pain and gait inability outcome was unknown, the abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, gait inability, headache, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free (surgery)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("throbbing pain in head-yes"), abdominal distension ("bloating"), pelvic pain ("pain"), gait inability ("unable to walk ") and alopecia ("hair loss"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, headache, pelvic pain and gait inability outcome was unknown, the abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, gait inability, headache, medical device removal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: event hair loss added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), headache ("throbbing pain in head-yes"), abdominal distension ("bloating"), pelvic pain ("pain"), gait inability ("unable to walk ") and alopecia ("hair loss"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, headache, pelvic pain and gait inability outcome was unknown, the abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, gait inability, headache, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information, insertion and removal date added. Medical device removal replaced with new event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free (surgery)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("throbbing pain in head-yes"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet social media received. New event headache was added. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free (surgery)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("throbbing pain in head-yes") and abdominal distension ("bloating"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal and headache outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, headache and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event bloating and reporter information were added. Outcome of event bloating from unknown to recovered/resolved was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free (surgery)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.